Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed, in ada site#13 of the patient's mouth, non-osseointegration was observed. The patient presented with bone type ii and pain at the time of the event. The patient is a smoker.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed, in ada site#13 of the patient's mouth, non-osseointegration was observed. The patient presented with bone type ii and pain at the time of the event. The patient is a smoker.